Event description:
It was reported that during a laparoscopic cholecystectomy, the clips did not hold in device when inserted. When fired onto vessels, the clips would not hold. This procedure was converted to an open procedure due to the delay in the procedure. There was no further pt consequence reported.